Event description:
It was reported that the patient under went a revision surgery for an artificial urinary sphincter (aus). Only down sized cuff. Reason for the change is unknown. No information about the patient outcome is available. Additional information was requested via gfe. Additional information confirms cuff sized was changed due to urethral atrophy.